Manufacturer narrative:
This complaint/MDR was created based on samples returned that were not associated with the original complaint. The customer was not able to provide any additional information. B3. The date received by manufacturer has been used for this field. Device eval: our quality engineer inspected the sample submitted for evaluation. Your report of complications with needle withdrawal was confirmed from the circumstantial evidence that was observed on the returned sample. One 20g insyte autoguard device was returned for investigation. The needle was received fully retracted within the safety shield. A microscopic examination revealed evidence of a pierced septum on the blood control valve. The reported issue was likely caused by the damaged septum if it restricted movement of the needle through the catheter adapter. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
"These were just the lot numbers that I have been provided that have had malfunctions". "I was only given what they were able to collect. That is what I sent in".